Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a non-bsc product. There were no patient complications nor injuries reported and the patient's status was good.